Event description:
A surgeon reported following a glaucoma filtration device implantation, the shunt is touching the iris. There is no harm to the pt and the shunt remains in the eye.

Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. Add'l info has been requested. (B)(4).